Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined due to the lack of information provided. Additional information for further investigation was requested but not provided.

Event description:
The customer alleged they received a questionable free thyroxine (ft4) result for one patient on their e411 analyzer. Both tests were performed from the same rack pack. The customer stated there were no problems with the patient's tsh and ft3 results which were also measured at the same time. The patient's initial ft4 result was 3.24 ng/dl. The initial result was reported outside the laboratory, but repeat testing was ordered by the physician before treatment was done. On (B)(6) 2014, the sample was repeated and the result was 1.05 ng/dl and it was also reported outside the laboratory. There were no adverse events. The ft4 reagent lot number and expiration date were requested but not provided.